Manufacturer narrative:
Tw (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that after a case using hemopro2 extension cable, they had an issue disconnecting extension cord from hp2 and the cord frayed. No patient involvement.

Manufacturer narrative:
Tw # (B)(4).

Event description:
The hospital reported that after a case using hemopro2 extension cable, they had an issue disconnecting extension cord from hp2 and the cord frayed. No patient involvement. Photo provided by the complainant. The extension cable is observed to be separated from the black connector that connects to the hp2. The extension cable inner wires are exposed.

Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4). The device was returned to the factory for evaluation on (B)(6)2025. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and no evidence of blood was observed. The collar of the cable was observed to pulled from the cord, exposing the inner contents of the cable. No other visual defects were observed. An investigation was conducted on (B)(6)2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The collar of the cable was observed to pulled from the cord, exposing the inner contents of the cable. No other visual defects were observed. Based on the returned condition of the device as well the photographic evaluation, the reported failure "break" was confirmed. The reported device is an OEM device, therefore, a lot history review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.